Event description:
It was reported that the patient's right atrial (ra) lead exhibited intermittent capture. No interventions or changes were reported and no patient consequences were reported.

Manufacturer narrative:
Further information was requested but not received.